Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 11:41:49 on (B)(6) 2025. At 22:11:15, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with low amplitude cardiac signal and motion/tactile artifact. At 22:13:18, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with low amplitude cardiac signal and motion/tactile artifact. Post shock rhythm was sinus rhythm @980 bpm with low amplitude cardiac signal and motion/tactile artifact. The device was shut down at 22:54:27 on (B)(6) 2025.